Manufacturer narrative:
Follow up information received on (B)(4) 2014: despite follow up attempts, no further information was provided. Case closed. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on (B)(4) 2014 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4)cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this medically confirmed, spontaneous case report, refers to a female patient who had an attempt to insert essure (fallopian tube occlusion insert) and implant broke during insertion procedure. There were no clinical consequences to her. The reported event, regarded as a device breakage, is non-serious, and was initially considered as unlisted according to essure reference safety information; however upon receipt of product technical investigation (ptc) results it was amended to listed, since ptc analysis concluded that the breakage is an anticipated event. Single cases of essure breakage have been reported. In this particular case, as the event occurred in association with essure insertion procedure causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to device breakage. Ptc analysis concluded to unconfirmed quality defect (lack of sample return) and that there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 22-sep-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: when a term like "break", "breakage", "broke", "broken", "falling apart", "fractured", or "split" is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken", or if a different portion of the delivery catheter was broken off inside the patient. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the microinsert, stretching of the inner catheter large tight pitch coil, or breakage of the large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the microinsert. As of (B)(6) 2014, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all are within manufacturing specifications. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Since neither product was returned for inspection nor do we have a photograph of the actual device, we cannot determine exactly what the failure is. Based on our experience with device complaints of a similar nature, it is likely the reporter is referring to an event in which the micro-insert was bent or stretched into a shape which rendered the device to be unusable, and hence, "broken". Since no product was returned for investigation, we are unable to confirm any quality defect or device malfunction at this time. Conclusions: the report did not state a patient injury occurred. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: the reported events are not indicative of a quality defect per se. In this particular case a technical defect (breakage) was reported. The reported technical defect could not be evaluated in more detail due to lack of sample return. 2 further ae case reports have been received to date in relation to batch no. C13145 (production date 21-jan-2014 and expiration date 31-jan-2017), which both refer also to similar product issue type of events. No unusual pattern could be identified. The review of the manufacturing- and release documentation of the concerned batch revealed no reason to suspect a quality deficit (see technical statement). The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this medically confirmed, spontaneous case report, refers to a female patient who had an attempt to insert essure (fallopian tube occlusion insert) and implant broke during insertion procedure. There were no clinical consequences to her. The reported event, regarded as a device breakage, is non-serious, and was initially considered as unlisted according to essure reference safety information; however upon receipt of product technical investigation (ptc) results it was amended to listed, since ptc analysis concluded that the breakage is an anticipated event. Single cases of essure breakage have been reported. In this particular case, as the event occurred in association with essure insertion procedure causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to device breakage. Ptc analysis concluded to unconfirmed quality defect (lack of sample return) and that there is no reason to suspect a causal relationship to a potential quality deficit. Follow-up information is being sought.

Event description:
This is a spontaneous case report received from a healthcare professional in (B)(6) on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. On (B)(6) 2014, implant broke during insertion procedure. Event occurred in operating room. There was no clinical consequence. It was not reported if the patient was pregnant or not. No further information was provided. Follow up information received on (B)(4) 2014: the initial receipt date was corrected to (B)(4) 2014. Correction on (B)(4) 2014 based on information from initial report ((B)(4) 2014): essure lot number was c13145. Company causality comment: this medically confirmed, spontaneous case report, refers to a female patient who had an attempt to insert essure (fallopian tube occlusion insert) and implant broke during insertion procedure. There were no clinical consequences to her. The reported event, regarded as a device breakage, is non-serious, unlisted on the reference safety information for essure and was considered a near-incident, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Single cases of essure breakage have been reported. In this particular case, as the event occurred in association with essure insertion procedure causality with the suspect insert cannot be excluded. A product technical analysis and follow-up information will be requested.